Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving hy dromorphone (concentration 15 mg/ml, unknown dose) and bupivacaine (concentration 15 mg/ml, unknown dose) via an implantable pump. It was reported that the elective replacement indicator (eri) was less than a month away and the pump was being revised. On the morning of this report date, the pump was interrogated and was found to be in safe state, reset occurred. According to the logs, the reset occurred 6 days prior to this report date. It was noted that the pump revision had been planned but a therapy issue was found upon interrogation, it was reviewed that the patient had not been getting therapy since 6 days prior. The health care professional was concerned about patient not receiving drug and had stated that they may have to reschedule the surgery. On (B)(6) 2016, the manufacturing representative later indicated that the patient experienced withdrawal symptoms. The cause of pump going into safe state was assumed to be end of battery life since eri had occurred. The pump was replaced on (B)(6) 2016